Event description:
It was reported that during an atrial fibrillation pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave catheter was selected for use. No issue was noted during the tests using the syringe to irrigate the catheter flushing port. However, when the catheter was connected the pressure bag with the tubing, a notable water leak was noted from the irrigation port of the catheter. The leak could not be contained. Therefore, the user replaced the catheter because the flushing port of the first catheter was cracked. No air was seen in the patient or catheter. The catheter was replaced, and the procedure was completed with a new catheter. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.